Manufacturer narrative:
Unit received pump error 37 during rewind. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests or verify prime/fill anomaly due to the pump error 37. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple no delivery alarm on event date 08/05/2025 13:52:08.000, 08/05/2025 13:58:12. Pump was cut open to perform visual inspection no moisture damage electronic assembly. However, found corroded motor home switch during visual inspection. The sc1 cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay. In conclusion, unable to verify prime/fill anomaly due to the pump error 37. Pump error 37 alarm during rewind due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump was not rewinding and the priming issue. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was partially performed, and attempted to complete again, but the pump could not complete the load reservoir process. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.